Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device volume delivery was above the acceptable limits and the battery compartment was damaged near the battery door latch recess. The issue occurred during testing and was not related to physical damage or abuse. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled dso seal, cracked battery compartment, a scratched lens, and a worn uso. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the expulsor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.